Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5076-52 lead, implanted: (B)(6) 2008.

Event description:
It was reported that there was noise on the right atrial (ra) lead and the right ventricular (rv) lead had high impedance. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.